Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) to report that her onetouch select simple meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016. The patient manages her diabetes by self-adjusting her insulin doses. The patient denied developing any symptoms as a result of the meter issue, however stated that on (B)(6) 2016 at 10:00am to 11:00am she visited her doctor¿s office, where she had her blood glucose tested on a doctor¿s meter, which gave a result of ¿250mg/dl¿ and she was treated with ¿insulin and oral medications¿. During the call the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the device. When the patient inserted a correct test strip the meter turned on. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.